Event description:
The patient's left knee was revised due to pain. The liner was exchanged.

Manufacturer narrative:
An event regarding pain involving a triathlon insert component was reported. The event was not confirmed. Method and results: the reported device was not returned for evaluation. Not performed as medical records were not provided. Device history record indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event regarding pain could not be determined from on the information provided. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's left knee was revised due to pain. The liner was exchanged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Further information was not made available due to hospital / surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.